Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during a hemorrhoid banding procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bands were attempted to be deployed; however, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no serious injury or adverse patient effects reported as a result of this event.